Event description:
It was reported that the entire system contents were removed because "wrong concentration" was in patient's pump. It was not reported if patient suffered any adverse event due to it. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, lot #: j11449r65 implanted: (B)(6) 2003, explanted: unk; catheter model: 8598a, serial #: (B)(4), implanted: (B)(6) 2011. (B)(4).